Manufacturer narrative:
(B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set leaks. The infusion set was in use for 4 day. The blood glucose level was found to be 340mg/dl. No further information.